Event description:
It was reported that the patient had low flows on and off all day. The patient stated that they experienced low flows more frequently after taking their daily medications. The event log file captured low flow alarm events. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate and alarm. These occurred at times when the pulsatility index (pi) was elevated. Further review of the submitted log files captured the left ventricular assist device (lvad) clock having corrupt timestamps, indicating a pump stop occurred. It was reported that the periodic log file was set to capture data every 1 hour. There were (2) emergency backup battery (ebb) uses recorded during this history. The periodic log file data indicated that the patient had not connected to the mobile power unit (mpu) power during this history. It was also reported that the log file contained controller_clock_corrupt alarm flags associated with a date/time reset event, which typically occurs when the system controller experiences a total loss of power. The last recorded erroneous time was captured as (B)(6) 2000 at 6:20:21. Based on this information, the estimated total loss of power occurred 28 days, 6 hours, 20 minutes prior to the clock synch performed at (B)(6) 2026 11:44:54.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.